Event description:
It was reported that asymptomatic patient presented in the clinic for a routinefollow-up, store episodes of noise were noted. Lead diagnostics appeared stable. Physician elected to continue monitoring patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.